Manufacturer narrative:
One device was returned for repair with complaint of delaminated downstream occlusion (dso) sensor seal. Service history review identified the complaint was not related to a previous service of the device within the review period. No relevant errors were found in event log. Successfully confirmed complaint through visual inspection. Dso seal is separating from the plate and fails visual inspection. Replaced dso seal. Device passed all testing criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a delaminated dso sensor seal. The event occurred during testing and there was no patient involvement.